Event description:
The patient's head was secured in a mayfield skull clamp that was set to 80 lbs. During positioning and prior to attachment to the base unit, the c-arm of the clamp suddenly loosened and rotated. The c-arm was relocked and a second attempt at positioning was made. The c-arm again released on its own. This time, a 2.5 cm laceration was found at one of the c-arm pin sites. Also, the force setting had changed from 80 lbs. To 40 lbs. The laceration was repaired, another clamp obtained and the case proceeded without further incident. The skull clamp was examined by clinical engineering and found to be in good condition. Although several attempts were made, the reported failure could not be duplicated. The cause of the event cannot be determined, but it is suspected that either the locking ring was never fully locked or somehow it became unlocked during the positioningdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown, incorrect technique/procedure, unanticipated short term complication of procedure. Conclusion: no failure detected and product within specification, user error contributed to event, none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.